Event description:
It was reported that, during set up of the device, a 980 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a bread delivery (bd) background failure in the memory logs. The se instructed the customer that the ventilator had to run extended self testing prior to being placed for use. The se performed calibrations and extended self-testing on the device and all tests passed.